Event description:
Exploratory laparotomy and right salpirgo oophorectomy pt experienced a burn to the left side of surgical incision. Blistered and skin discolored per surgeon. Reported from caiman device. Reported that it did not touch skin cavity. Hot with use. No case conversion. Nothing fell in pt; all pieces accounted for. Component in use: (B)(4) was in use and will be returned.

Manufacturer narrative:
Mfg site eval: outward visual inspection: the instrument arrived contaminated in plastic bag without cardboard box. There were no mechanical damages or missing parts. Device issue does not appear to be related to a contact issue of the device, therefore; it was decontaminated. Inspection after decontamination: the instrument presents in a proper condition. The mechanic, as the clamping mechanism and the articulation worked well. Neither the upper jaw nor the lower jaw exhibit any abnormality, such as insulation defects. The clamping force (not causal for complained problems like this) appears normal. Electrical inspection: the electrical resistance of both sealing circuits is within its spec (measured every circuit separately). Jaw-gap measuring: within spec. Sealing test over wet gauze performed: device passed. Conclusion: the complained pl730su shows no hints for any malfunctions. The root cause for the described malfunction can not be determined. It is assumed that this is a user related error. The product IFU says: the external surfaces of the instrument jaws remains hot enough to cause burns after the rf current deactivated. Reported component gn200 s/n (B)(4) was found to have a display that was defective. This would not be a contributing factor for the reported issue with the device. Testing of the generator indicated it worked according to spec. The generator has been found to function correctly and does not appear to have contributed to the reported burning of the pt.